Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the interconnect cable connected to the analog board being bent causing the fault. The interconnect cable will be replaced ot remedy the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.